Event description:
Upon removal, the iud had a missing arm, copper intact to remaining arm and stem, strings attached.======================manufacturer response for paragard iud t380, (brand not provided) (per site reporter).======================leadership in contact with rep regarding issue.